Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, a battery compartment crack was found below the grip pad running down towards the case seal. The bolus button cover was found to be punctured while the button was responsive to presses. The pump powered up to the display with auditory and vibratory features. No tactile issues were found with the keypad buttons. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the battery compartment was cracked. This report is made based on the results of investigation completed on (B)(6) 2016.